Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed a call service (B)(4) continuous glucose monitoring below the user limit warnings. The user settings showed the high limit alert was enabled and set to 100mg/dl. The battery compartment and cap were undamaged and fit securely. The test transmitter paired with the pump correctly. The blood glucose calibration of 120mg/dl was accepted in both attempts within two hours. The pump and transmitter ran over night with steady readings. No alarms occurred during the investigation. A call service (B)(4) warning was simulated with a 100mg/dl blood glucose as the threshold. The pump gave the appropriate call service (B)(4) warning with auditory and vibratory alarms. The low blood glucose feature was functioning properly. The pump cover was removed to find no intermittent conditions to the vibration circuit. The vibration issue complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump did not emit a vibratory alert when the continuous-glucose-monitor value passed below the low blood glucose threshold. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.